Event description:
It was reported that the ilet pump was beeping and vibrating while the screen remained unresponsive despite charging, consistent with a screen or user interface malfunction of the pump hardware, and a replacement unit was shipped with instructions to return the original. Symptoms included no adverse health effects, and blood glucose was not affected. Outcomes included continued use of cgm via the dexcom app or receiver and the need to complete startup on the replacement since data do not transfer between devices. Investigation included remote troubleshooting and arranging device replacement, with guidance to shut down the ilet via menu, settings, other, shut down to avoid further alerts and inspection of the returned device. Investigation of this device revealed a failure of the display or user interface not resolved by charging, with no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the pump¿s screen or control interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.